Manufacturer narrative:
H.6. Investigation: sample was returned. Upon receipt, the product was indicated to be chemo contaminated and unfortunately, could not be evaluated. Three photos were also provided to our quality team the photos were visually inspected and a leakage past the stopper ribs was observed. A device history review was performed for the reported lot 1904262, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1904262 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: leakage. During drawing normal saline, the n/s leaked through stopper, one actual sample will be delivered to you for investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: leakage. During drawing normal saline, the n/s leaked through stopper, one actual sample will be delivered to you for investigation.